Manufacturer narrative:
(B)(6). (B)(4). Concomitant products: vanguard complete knee system xp femoral, cat#: 195922 lot#: 187810; vanguard complete knee system xp lateral bearing, cat#: 195814 lot#: 553820; vanguard complete knee system xp medial bearing, cat#: 195884 lot#: 140130. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04989, 0001825034-2017-04990, 0001825034-2017-04991, 0001825034-2017-04992.

Event description:
It was reported that the patient suffered from stiffness in the knee requiring manipulation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.